Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An allegation was received from an attorney and reported that the implantable cardioverter defibrillator (ICD) was ¿defective¿ and resulted in device removal. It was further reported that the patient ¿sustained serious injuries ultimately resulting¿ in the patient¿s death. Further review of the manufacturer¿s database indicated the device was explanted and replaced and the patient died approximately two years post device replacement.